Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported the I-stat 1 analyzer states "low battery" message after 20 uses of g3 cartridges. The customer puts in fresh batteries, voltage of 9.1 but the voltage drops quickly. The analyzer was returned to apoc and repair analysis identified a burnt capacitor c4. Based on the info at the time, there was no injury associated.

Manufacturer narrative:
(B)(4).